Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On (B)(6) 2018, it was reported that during kit verification, our after sales department employee noticed that the handle is blocked in the meshgraft. During customer follow up it was clarified that the handle could not be disengaged or disconnected from the device. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) five times as documented in the vdoc service portal. The last repair was (B)(4) 2017 where it was reported that the device needed preventative maintenance and the roller, roller gear, bearings, washers, side plates, and carrier guide were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that the comb was damaged and the handle was stuck on the mesher. The calibration was within specifications and the sample graft wasn't taken due to the damaged comb. The roller and ratchet gear were damaged as well. The 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the ratchet gear, comb, and roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the comb was damaged and the handle was stuck on the mesher. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the comb was damaged and the handle was stuck on the mesher. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
During kit verification, our after sales department employee noticed that the handle is blocked in the meshgraft. The handle could not be disengaged or disconnected from the device. The product was not used during the surgery. There was no adverse event associated with the reported event. Per the investigation, the device had a bent comb.